Event description:
Hill-rom received a report from another country alleging a parkinson's pt entrapment between the split bed siderails (zone 5) in 2009. The night shift rn discovered the unresponsive pt in the room and the pts head/neck was stuck between the siderail and the mattress with both feet on the floor. The rn and rca immediately began CPR. The pt was successfully resuscitated at the site but died later in the emergency department at the hospital. The report indicates the nurse call switch and bed exit were not plugged into the nurse call system.

Manufacturer narrative:
Although the report indicates the pt became entrapped in zone 5, the description of the entrapment would indicate a zone 4 entrapment. The model 1140 bed was manufactured before hbsw guidelines were implemented.